Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump was alarming to indicate the force sensor system was compromised and insulin was squirting out during the manual prime. The device was not bumped, dropped, or exposed to water. The drive support cap appeared to be sticking out, but customer had not pressed it while connected. Customer's blood glucose was 145 mg/dl. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.